Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment included injections of vancomycin (1gm, intraperitoneally (ip), on every fifth day) and meropenem (500mg, ip, three times a day) for the peritonitis. The actions taken with pd therapy were not reported. The patient recovered from the reported event a week after the onset, but later died due to an unrelated issue. No additional information is available.